Event description:
A healthcare facility in (B)(6) reported that an rt114 adult inspiratory-heated breathing circuit "does not heat". This was noticed prior to patient use.

Manufacturer narrative:
(B)(4). The complaint rt114 adult inspiratory-heated breathing circuit is en route to fisher & paykel healthcare for investigation. We will provide a follow-up report once we have completed our investigation.

Manufacturer narrative:
(B)(4). Method: the complaint rt114 adult inspiratory-heated breathing circuit was returned to fisher & paykel healthcare (fph) in (B)(4) for inspection. A pin test was performed on the inspiratory limb of the returned breathing circuit to see if it could be connected to a heater wire adaptor. Results: a heater wire adaptor could not fully connected to the heater wire socket of the inspiratory limb. One of the inspiratory heater wire pins was split, preventing the adaptor from connecting to the heater wire socket. A lot check revealed no other complaints of this nature for lot number 120123. Conclusion: all breathing circuits are tested for connectivity and electrical continuity during production and those that fail are rejected. It is possible for the user to damage the heater wire pins during use, for example, if the heater wire adaptor is inserted into the heater wire plug on an angle. For damaged pins reported to us by healthcare facilities, it is impossible for us to determine whether the pins were damaged during production or by the end user. (B)(4).

Event description:
A healthcare facility in (B)(6) reported that an rt114 adult inspiratory-heated breathing circuit "does not heat". This was noticed prior to patient use.